Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument was transferred for further investigation and evaluated by a failure analysis engineer on 12/05/2023. Initial findings were partially confirmed. The previously mentioned chip on the edge of the distal idler pulleys was determined to be mechanical indentations/burrs. A closer look was taken at the idler pulley damage, and it was observed that there was no chipping pattern present on the surface. The damage was more consistent with mechanical indentation/burrs as the surface appeared to be smooth and the surrounding material was still present but indented. The root cause of mechanical indentations/burrs to the distal idler pulley is attributed to damage during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint of cable damage. Also, the instrument was found to have indentations and chip on the edge of the distal idler pulleys. The broken piece was not returned. Additionally, the instrument was found to have scratch marks/abrasions on the edge and face of the monopolar yaw pulley and both side of the distal clevis. The instrument was found to have a distal clevis broken. The broken piece was still present. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, permanent cautery hook (pch) cable damage was discovered during processing. The procedure was completing as planned with no reported injury.